Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. Silicone inside each set screw hex cavity prevented full insertion of the torque driver.

Event description:
It was reported that during a device change out due to eri, set screw anomaly was observed. Patient condition was fine after procedure.